Event description:
The customer reported, the system displayed a collimator iris potentiometer error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was recalibrated. The system was then found to be operating as intended.